Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A biomedical engineer reported that during a cataract extraction with intraocular lens (iol) implant surgery, a haptic was cut during the unfolding process. The surgeon had to enlarge the incision and remove the iol during the initial procedure. A new iol was inserted and the surgery was completed. The surgeon stated the patient experienced induced astigmatism. Additional information has been requested.

Manufacturer narrative:
The product was returned. Solution is dried on the lens. Haptic damage was observed. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified company ii (a) cartridge and a qualified company ii handpiece. The customer indicated the use of two viscoelastics. A non-qualified viscoelastic was indicated to load the cartridge. Company product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The reported haptic damage was observed. The root cause for the damage may be related to a failure to follow the dfu. The file indicates the use of a non-qualified viscoelastic. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties or product damage. (B)(4).